Event description:
Lady had undergone 3 prior right tmj operations for pain and mandibular dysfunction, the last of which was implantation of a tmj, inc fossa-eminence device in 2005 by dr. She presented with increasing pain and decreasing mouth opening with imagining consistent with developing right tmj ankylosis. She was taken to the or, the device removed, a gap arthroplasty performed and an interpositional autogenous vascularized temporalis muscle/fat graft reconstruction was performed.